Manufacturer narrative:
(B)(4). The problem could not be confirmed, as no sample was returned. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow up MDR will be sent.

Event description:
This is a report of a home patient (hp) who was hospitalized with water in their lungs. It was reported 17l (liters) of water was removed from the hp's lungs. Additional information was requested, however not yet provided.